Event description:
It was reported that in 06/02 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."

Event description:
It was reported that in 2002 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injures were experienced." No other details or info is given. Additional info (legal complaint) received on 6/21/2004 states that shortly following pt's surgery, she developed "extreme pain, swelling, and other serious injuries." Update: additional info provided 9/2005 noted that according to the pt, the following is alleged to have occurred: chronic pelvic pain; back problems and pain; abdominal and intenstinal pain; pain during urination, elimination, and sexural intercourse; severe pain after sexual intercourse; painful to eat or drink; chronic left leg pain; pain in stomach and intestines; sacro-iliac joint pain; and myofacial pain. Pt states she was hospitalized four times since gynecare intergel was introduced, and suffers from pain "constantly" and depression.